Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
There was no patient involved. Incorrect software installed, shock button does not function and graph led test failed.

Event description:
There was no patient involved. Incorrect software installed, shock button does not function and graph led test failed.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 15th july 2011. The multiple manual power ups of a random nature and mainly of 10 minutes duration would most likely indicate the device was switching itself on automatically due to a failing membrane despite being unable to measure or replicate the fault. The low temperature recorded in the history log indicate the device had been stored outside the indicated conditions. This would have contributed to the failing membrane. Measurements taken during the investigation show that the microprocessor, u25, became damaged. Information from the technical log shows that the device powered up in CPR advisor mode and recorded an in range patient impedance on the 19th may 2018. During this power on the device would have given CPR advisor audio prompts and visual prompts inconsistent with a 300p device. The user may have interpreted these symptoms as the device having incorrect software installed as per the reported fault. No information could be obtained regarding the log entries prior to this date due to the user accessible memory being erased. The damaged microprocessor would also account for the led test failure due to most of the instructional leds remaining illuminated. It is possible that an 18v short circuit onto pin j11 pin 14 may have resulted in overvoltage and damage to the microprocessor. The device was dispatched with the correct version of software for a sam 300p which is 3.2.0. The device was returned with the same software of 3.2.0. Furthermore, no fault could be measured or observed with the shock key line, however this may have been a further symptom of a membrane failure. As this is a previous revision membrane no further investigation will be carried out. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.